Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) had a broken output connector assembly. Analysis could not confirm the customer comment that the epg failed atrial sensitivity checks and it passed all incoming functional tests and bench tests. It was further noted that the hanger assembly was broken, battery wires and display wires were pinched (not compromised) and that one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The firmware was updated and the epg passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was received for repair and that there was no patient involved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator (epg) had a broken atrial connector. The atrial sensitivity check also failed to pass. The return status of the device is unknown. No patient complications have been reported as a result of this event.